Event description:
It was reported that the insertable cardiac monitor exhibited bluetooth telemetry loss. No intervention was performed. There were no patient consequences reported.

Event description:
New information received notes that the insertable cardiac monitor exhibited loss of bluetooth telemetry due to normal low battery, and the device was performing normal function.